Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was hospitalized with shoulder pains. The day after the patient's blood glucose was between 530 mg/dl and 552 mg/dl. The infusion set site was leaking, so he changed his entire infusion set and site but the hyperglycemia continued. The pump had not alarmed since the highs began as well. Troubleshooting was initiated for the high blood glucose. The wife stated that her husband treated with pump boluses, and that the hospital planned to give them insulin. The drive support cap appeared normal but the dome sticker was missing. A high pressure test could not occur due to lack of a tubing clamp, but the pump passed the self test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will be returned for analysis due to the missing dome sticker and a tubing clamp and replacement pump was shipped to the customer.